Manufacturer narrative:
Limited information about the events was available. Attempts to follow up with the patient (user) and gain additional information received a response with limited information about the events.

Event description:
Intermittent catheter patient (user) stated she had a urinary tract infection (uti) and was treated in early 2020. During follow-up, the patient reported she was prescribed antibiotics and fully recovered.